Event description:
Additional information received from the consumer reported that the ins "what do you call it...it blew up". When attempting to clarify, the patient stated they did not know but noted the device was not holding a charge. It was confirmed that the ins system was replaced on (B)(6) 2016. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 97791, product typ:e accessory. Product ID 97791, product type: accessory. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead . (B)(4). Analysis of the returned lead model 977a275 serial # (B)(4) showed all conductors were broken 25.8 cm from the distal end at or near the site of the anchor. No shorts were seen between the circuits. The outer insulation was melted. Analysis of both of the returned anchor accessories showed no anomalies. It was noted that the patient had 2 leads present during the event. See manufacturer¿s report # 6000153-2016-00666 for concomitant lead information.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that the patient was no longer feeling stimulation. There were no falls or trauma. When the patient first had the device implanted he was at 4-5v and could feel stimulation, but gradually had to keep increasing it to feel stimulation. The patient got to 10v and now he felt nothing. The patient was able to straighten his back and move and he could feel stimulation previously but now he felt nothing. The rep had tried adding a few programs and increasing pulse width but was still not getting any response. They ran electrode impedances at 3v and was getting >40,000 on all contacts on both leads. The rep confirmed he checked all the references. With group impedances: a-1 >40,000 ohms and a-2 >40,000 ohms. This was the group that patient was using prior to today. Stimulation was not related to positional movement. Palpating the implantable neurostimulator (ins) pocket site and the patient still felt no stimulation. They did an x-ray and were waiting for the healthcare professional (hcp) to read it. From the looks of it, it appeared everything was ok. They planned to compare this x-ray to a post-op x-ray. The rep later reported that the x-rays showed that all electrodes were seated correctly within the ins. There were no broken leads or disconnected leads from the ins. They were unable to determine the cause of the high impedances on the contacts. The patient was being evaluated for a surgical intervention to troubleshoot the reason behind the high impedances. Additional information received from the patient via the ma nufacturer¿s representative (rep) on dec. 23, 2015 reported that they gradually lost paresthesia from the ins until they couldn¿t feel any stimulation. The representative met with the patient and did some testing and reprogramming but wasn¿t able to gain any stimulation. Any impedance testing was performed at various voltage settings which showed high impedances above 40,000 on every referenced electrode. The physician ordered an x-ray which showed the leads were intact at the ins site and showed no breakage in either lead based on images. As a result the patient had a complete system replacement including the leads and ins on (B)(6) which resolved the issue. If additional information is received, a follow-up report will be sent.